Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient identifier, date of implantation, and date of explantation. The patient identifier is m.c., the date of implantation is (B)(6) 2010, and the date of explantation is (B)(6) 2019. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer's reference number: (B)(4).

Event description:
It was reported via mw5093501 that a female patient underwent a breast surgery with a 325 cc mentor smooth round moderate profile prosthesis and experienced right-sided capsular contracture. The patient reports that she¿s been suffering right-sided swelling, tightness, and breast pain for years. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since no contact information was provided, mentor was unable to follow up for additional information.